Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the cuff did not inflate when air was injected while in use with the patient. No injury reported.

Manufacturer narrative:
Device evaluation: two samples were returned, one opened without the original packaging and one closed in its original packaging. Two photos showing the complaint samples were also submitted. Visual inspection found no visual defects in the samples. Functional testing found no leaks in either sample. The complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required since the complaint was not confirmed.